Manufacturer narrative:
Results of investigation: vyaire fse, arrived on site to evaluate suspect device. The following information is derived from wo-00193762. The service technician was able to confirm the reported issue. The customer stated that one of the rts altered the circuit, which caused the problem. Calibration and verification procedures were carried out. The unit was capable of holding a map. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical the 3100a ventilator was not holding map. Patient involved. No harm to patient.

Manufacturer narrative:
Vyaire medical file indentification: complaint (B)(4). H3: 81 other ¿ currently, the suspect device has not been returned for evaluation. Therefore, a root cause has not been determined. No patient involvement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.